Manufacturer narrative:
Date of event estimated as (B)(6) 2020. The additional device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported tissue damage (vascular injury) is listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis a conclusive cause for the reported suture malposition (suture ripped through the arteriotomy) could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices were attempted in a common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sutures were deployed and post procedure the knots were advanced; however, hemostasis was not achieved. It was noted that the superior edge of the sutures had ripped through the arteriotomy. A cut-down was performed to repair the artery. The artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the entire procedure. No additional information was provided.